Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g31047 and h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for an unrelated event and was diagnosed with peritonitis manifested as nausea, vomiting and abdominal pain. The cause of peritonitis was unknown. The treatment for peritonitis included unspecified antibiotics (dosage, route and frequency not reported). Ten days after the hospitalization, the patient was discharged and was recovering from the peritonitis. Therapy with antibiotics was still ongoing. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).